Event description:
It was reported the st elevations occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After deployment of the closure device, st elevation was observed. No intervention was required to treat, and the st elevation went away on its own. No air was observed in the patient's vasculature. Air was seen in the delivery device and manifold; therefore, the physician suspected an air embolus occurred. There were no further patient complications, and the patient was discharged.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem.

Event description:
It was reported the st elevations occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After deployment of the closure device, st elevation was observed. No intervention was required to treat, and the st elevation went away on its own. No air was observed in the patient's vasculature. Air was seen in the delivery device and manifold; therefore, the physician suspected an air embolus occurred. There were no further patient complications, and the patient was discharged.